Manufacturer narrative:
No svc info is available.

Event description:
It was reported when each new pt is entered into the 9800 sys the collimator iris closes all the way. It will open for the case and the sys works as intended but with the next new pt, the iris closes again. No pt injury was reported.